Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Stoma site infection and buried bumper syndrome are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient had buried bumper syndrome and abscess at the stoma. The device was replaced and the patient was treated with oral antibiotic augmentin 3g/day for 7 days.